Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings inside the nose tube of the device were falling, which caused the difficulty while inserting the cutter. During repair it was observed that the bearings were worn out and broken. It was further determined that the device failed pretest for visual assessment. Therefore, the reported condition was confirmed. A review of the device history was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the drill bit device could not be inserted into the long attachment device. During in-house engineering evaluation it was observed that the bearings inside the nose tube of the device were falling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.